Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 467 mg/dl. Customer current blood glucose level was 167 mg/dl. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer stated that sensor stopped working. Customer was assisted with troubleshooting for high blood glucose. The reservoir and insulin pump will not be returned for analysis.